Event description:
It was reported that during implant of the cardiac resynchronization therapy defibrillator (crt-d) system the patient expired. The patient had a reaction to the anesthesia (details unknown) and was unable to recover. There was no allegation against and device(s). This lead remains in the patient. The crt-d was not implanted.